Event description:
It was reported that during the procedure, final testing of this right ventricular (rv) lead was completed prior to pocket closure. The impedance value for the lead changed from 950 ohms to 2400 ohms. The related pulse generator was removed, and the lead was tested with the pacing system analyzer, with the same high measurement observed. Additional testing in the unipolar configuration found high impedance values with the tip of the lead, and the ring impedance values were 700 ohms. The lead was explanted, and a new lead was implanted with normal values observed. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, final testing of this right ventricular (rv) lead was completed prior to pocket closure. The impedance value for the lead changed from 950 ohms to 2400 ohms. The related pulse generator was removed, and the lead was tested using the pacing system analyzer; however, the high impedance measurement was still observed. Additional testing in the unipolar configuration found high impedance values at the tip of the lead, and the ring impedance values were 700 ohms. The lead was removed, and a new lead was implanted with normal values observed. No adverse patient effects were reported. This lead was received for analysis.